Manufacturer narrative:
Updated: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received indicating that prior to the valve implant, a pre-implant balloon dilation was performed. Following the valve implant,post-implant balloon dilation was performed due to mild paravalvular leak (pvl) that was observed. Prior to dislodgement, the valve was positioned at 3 millimeter (mm) on the non-coronary cusp (ncc) and 4mm on the left coronary cusp (lcc). Following dislodgement,the valve was positioned at 3mm on the lcc and had dislodged aortic on the ncc. It was noted that the patient had a sievers type 1 native aortic valve, which contributed to the dislodgement.

Manufacturer narrative:
Updated data: h2 h3 h6 image review: intraprocedural fluoroscopic images were provided for review of the event. Patient¿s executive summary was provided for anatomical review. Patient had a significantly calcified possible bicuspid aortic valve with an annulus perimeter that measured 79.2 millimeter (mm) with a perimeter derived diameter of 25.2mm suggesting a 29mm evolut. Iliofemoral arteries measured less than the minimum 5mm requirement to accommodate the 14f equivalent delivery system and alternative access was assessed. Left subclavian artery also had regions of narrowing less than 5mm. There is evidence of coronary protection of the left coronary artery identified by a percutaneous coronary intervention guidewire and a stent on standby in the coronary. A pre balloon aortic valvuloplasty was performed prior to the valve implant. The coronary stent that was on standby was deployed prior to the valve implant half into the left coronary artery and the other half into the aorta, known as ¿snorkel technique¿. Fluoroscopic valve load inspection was performed and confirmed a good load. The fluoroscopic images indicate that alternative access was used for the valve implant procedure due to the inline sheath position, but it is not possible to confirm transaxillary or transcarotid route; of note, carotid arteries measurements were not added to the report. The valve was deployed just prior to the point of no recapture in the left anterior oblique (lao) view, and depth assessment was performed. Depth was estimated to be 3mm on the non-coronary cusp (ncc) and approximately 4mm on the left coronary cusp in the lao view only and appeared to be significantly under expanded. Per medtronic best practices, depth assessment at the ncc is performed in a cusp overlap view, and if acceptable, next step is to move to the 3-cusp coplanar view and remove parallax from the inflow portion of the valve (roll lao no greater than 25°) to verify depth at the left coronary cusp (lcc). The valve may be released once these steps are completed. The recommended target depth is 3 mm relative to the valve annulus. If the implant depth is =1 mm or >5 mm, consider recapture. Furthermore, if a valve is under-expanded: remove system, perform pre-dilatation, and implant new valve with new delivery system. In this case, the depth was an estimate but under expansion warranted a recapture. Despite under expansion, the valve was released. A post implant dilation was performed and the subsequent angiogram revealed that the valve had migrated aortic to a depth of 0mm and significant aortic regurgitation/paravalvular leak was noted. A second valve was prepped and confirmed a good load. The second valve was implanted within the first valve, transcatheter aortic valve(tav) in tav, and final angiogram showed improvement of the aortic regurgitation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} product ID {l-evolutfx-2329}; product lot number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure, following deployment, the valve dislodged out of the annulus during the post-implant balloon aortic valvuloplasty. A second valve was subsequently implanted successfully.